Event description:
It was reported that while closing the pocket after the implantable cardioverter defibrillator (ICD) system was implanted, the patient went into cardiopulmonary arrest. Resuscitation efforts were performed for one hour. A pericardiocentesis was attempted. The physician directed the local sales representative to deliver a shock through the ICD to convert the patient's ventricular fibrillation (vf). At some point, the rv lead likely dislodged from chest compressions as poor sensing was observed. The patient subsequently expired. Afterwards, it was determined that during the implant procedure, the rv lead had perforated the ventricle. The lead and ICD were left implanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that while closing the pocket after the implantable cardioverter defibrillator (ICD) system was implanted, the patient went into cardiopulmonary arrest. Resuscitation efforts were performed for one hour. A pericardiocentesis was attempted. The physician directed the local sales representative to deliver a shock through the ICD to convert the patient's ventricular fibrillation (vf). At some point, the rv lead likely dislodged from chest compressions as poor sensing was observed. The patient subsequently expired. Afterwards, it was determined that during the implant procedure, the rv lead had perforated the ventricle. The lead and ICD were left implanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.